Manufacturer narrative:
(B)(4).

Event description:
It was reported there was air in the sheath. Per the physician insertion difficulties were encountered due to the portion between the dilator and sheath which made it not easy to enter the vessel. The physician also commented that a large air ball was noted in the barrel of the sheath that needed to be "de-aired fully". No patient complications were reported and the patient's status is ok. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the barrel, sheath and tip were microscopically, tactile and visually inspected. Inspection revealed crazing at the proximal end of the fold termination, two of the 3 seams were open, tip damage and there was a sheath damage (perforation in one of the seams) that was 19.5 cm in length. Functional testing was done by attaching a syringe (filled with water) to the device, and applying positive pressure. Water filled the barrel, but there was no air bubble found in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported insertion difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The reported air bubble could not be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported there was air in the sheath. Per the physician insertion difficulties were encountered due to the portion between the dilator and sheath which made it not easy to enter the vessel. The physician also commented that a large air ball was noted in the barrel of the sheath that needed to be "de-aired fully". No patient complications were reported and the patient's status is ok. This product is only ous approved but it is similar to an approved us device.